Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and resumed device use. The recipient will be monitored per center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling, puss, and pain at the incision site. The recipient was admitted to the ER in (B)(6) or (B)(6) 2023. The site was drained and the recipient was given antibiotics. The recipient is an inconsistent user.